Event description:
It is reported that the patient was revised due to a tibial loosening and pain.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Other device used: catalog #00595204012, nexgen cr prolong articular surface, lot #61454090; manufactured at zimmer inc; warsaw, in. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00888. This report will be amended when our investigation is complete.